Manufacturer narrative:
(B)(4).

Event description:
The pump was implanted about 5 years ago and delivered lioresal. The pt "responded extremely well." One morning in (B)(6) 2011, the pt's mother went into his bedroom to wake him up, but he did not wake up. He was lying in his bed and had expired. It was noted that his eyes were open. The pt's mother was a pharmacist and she noticed that his fingernails were looking blue. The pt was brought to the hospital where he was examined. They could not find anything such as cardiac arrest, death of brain, or anything; the pt's cause of death was unk. The pump was removed from the pt's body and "seized by the prosecution." The pt's mother was unsure if the person that took out the pump took the pump only or if they also "removed the lines." As of 05/11/2011, nothing had been found out. The pt's mother was wondering if the device system was involved in her son's death. It was noted that the pt's mother was "very satisfied with the pump and glad to see that it helped her son in such a good way. The pump made his life easier."